Event description:
Excruciating pain [knee pain]. Swelling [knee swelling] . Case narrative: this case is cross-referenced with case (B)(4) (same patient). Initial information received on 13-aug-2018 regarding an unsolicited valid non-serious case from united states received from a consumer (patient). This case involves female patient of unknown demographics who experienced excruciating pain, swelling and bed bound (latency: unknown), after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection at dose of 6 ml once (with an unknown batch number) for bilateral knee pain. On an unknown date, the patient developed excruciating pain, swelling and became bed bound. It was reported that the patient had the symptoms for 6 weeks. No other information was available. Final diagnosis was bed bound, swelling and excruciating pain. Seriousness criteria: disability for both events of arthralgia and knee swelling as patient became bed bound after that. Corrective: not reported. Outcome: recovered for all events. A product technical complaint (ptc) was initiated on 04-sep-2018 for 'synvisc one'. Batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 04-sep-2018. Gptc number was added and results were received.